Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 11aug2023 stating the procedure was completed by opening and using a new same device.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: it was reported that prior to patient contact and retrograde intrarenal surgery (rirs) the user found that an ngage nitinol stone extractors would not open and close. The procedure was completed by opening and using a new same device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation : reviews of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The available evidence indicated the device was made to specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows four other related complaints associated with the complaint device lot. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), does not provide any information related to the reported issue. The issue has been identified as being with the basket assembly, which is a supplied component. A supplier corrective action request and a corrective and preventative action (CAPA) were created to address the issue. A field action assessment was performed, and it was determined that no field action was necessary. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: it was reported that prior to patient contact and retrograde intrarenal surgery (rirs) the user found that an ngage nitinol stone extractors would not open and close. The procedure was completed by opening and using a new same device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional test of the returned devices were conducted. One ngage nitinol stone extractor was returned without its shipping tray with an opened package. The handle would not actuate basket. Disassembled the handle, the collette knob was tight and fragments of the plastic from the knob came out when the cannula was removed. Unable to manually actuate basket. The returned device would not function. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1-name and address: postal code: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that prior to patient contact and retrograde intrarenal surgery (rirs) the user found that an ngage nitinol stone extractors would not open and close. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested.